Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: 19581243/2000016829.

Event description:
It was reported that the patient was experiencing burning pain from inside out. The patient underwent an explant procedure. All device components were explanted and was not returned. No further information could be obtained despite good faith efforts.